Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via the manufacturer¿s representative (rep) they saw a chiropractor who was adjusting their back, and before they could say anything they adjusted their neck where the leads were located. The consumer then had some tugging feeling in their neck so the rep. Ran an impedance check and saw that electrode 5 had results of higher than 10 ,000 ohms. The rep. Then turned that electrode off and programmed stimulation in that area without using electrode 5. Following this the consumer had good coverage of their painful areas with the new programming, but was no longer experiencing the tugging feeling which resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.